Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hyperglycemic episode after being unaware that the sensor came unadhered. The sensor was inserted into the abdomen. It was reported that the patient was transported to the hospital by the aunt on (B)(6) 2023. The patient was vomiting, weak, diaphoretic, and nauseated. The patient reported his sensor came off and he did not notice it. The patient was unaware the glucose was rising. The blood glucose (bg) by fingerstick was high. When they arrived at the hospital, the patient was administered an intravenous (IV) and was given a tablet to take, possibly potassium. The bg by staff was 500-600 mgdl. The patient then stayed at the hospital for around 12 hours, then he was released when the bg was 140 mgdl. The patient was already stable when he went home. There was no documentation of further medical evaluation or intervention. No other details were documented. No additional patient or event information is available.